Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. An electrical continuity test was performed and passed. Failure analysis found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The root cause of the thermal damage is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed electric leakage from the fenestrated bipolar forceps instrument. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument conductor wire insulation was not damaged. The customer observed arcing at the instrument tip during the procedure. Thermal damage was also identified on the instrument. The instrument jaws were in contact with tissue, and the surgeon activated monopolar coagulation energy at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. The instrument jaws did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed that there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument had electric leakage, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "there appears to be some damage to the bipolar yaw pulley. It looks like it may be some melting, but the instrument would need to be returned to be certain." The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had electric leakage. The allegation could be related to the potential for electrical discharge at a location other than intended. Additionally, the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The implant date is blank because the product is not implantable. Information for the blank fields in reporter information is not available.